Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump displayed, "no disposable, pump won't run." Per reporter, the pump was powered down, clamp closed, and cassette removed. The patient denied any air in the tubing. Troubleshooting was performed twice but was unsuccessful. At the end of troubleshooting, the patient reported seeing tiny air bubbles in the tubing. Reservoir volume was 86.5 ml, the rate was 2.0 ml per hr, and the volume given was 69.05 ml. No patient harm/adverse event was reported.